Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify charge or battery lasts less than expected anomaly due to buttons not responding. Device received with cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump were hard to press and less responsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had diminished battery life and cracking on the screen. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.